Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It is reported disconnection, event description: today was our first day using the new phaseal tubing and connectors. A patient was ordered alimta. We mixed the alimta and dispensed it to the rn. After the rn hung the medication, when she was going to connect it to the patient for infusion, the tubing spike fell out of the nss (normal saline solution) bag. The medication spilled out onto the floor of the patient room. The patient was removed from the room, and a chemo spill kit was utilized to contain the spill. The medication was remixed and redispensed to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.